Event description:
The device was disabled no additional relevant information has been received to date.

Event description:
The site found no clear links between vns and the unexpected adverse events.

Event description:
It was reported that a patient implanted with sentiva is suffering for unfamiliar side effects, such as aspiration, oxygen desaturation. No additional relevant information has been received to date.